Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted during a stent placement procedure on an unknown date. According to the complainant, the stent was being placed to treat an esophageal malignant stricture. Post procedure (exact date unknown) tumor overgrowth was noted within the stent at the lower esophagus, 2cm above the cardiac portion. On (B)(6) 2013, the physician implanted another ultraflex esophageal stent within the first stent to treat the overgrowth. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be ¿ok¿.

Manufacturer narrative:
(B)(4) for the reported event of stent blocked/occluded. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.